Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "this past weekend a nurse was scratched by the needle and had to go to ER for blood and body fluid protocol and the patient had labs drawn too. A midas was written."